Manufacturer narrative:
The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to age-related wear in connection with repeated extreme bending or tensile loads and strong mechanical stress occurring from regular use. In order to avoid such incidents, the instructions found in the instructions for use should be followed. This would be, firstly, that the service life of the cable is limited to 12 months. After this time, the cable should no longer be used. Additionally, the cable must be checked for damage before each use and after reprocessing. By gently pulling on the plug (max. 20n), it can be determined whether the copper strand of the cable is already damaged. If the cable does not give way but remains rigid, the cable is most likely intact. In order not to shorten the service life of the cable any further, the cable should not be wound up with a loop diameter of less than 10cm and when pulling out the cable, the plug should be pulled and not the cable. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high frequency-cable, monopolar cord sparked and split into two pieces during an unknown procedure. The surgeon felt a small shock from the incident. There were no injuries reported from the shock and there were no reports of patient harm. The age of the cord was unable to be determined and the number of uses was unable to be determined.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.